Event description:
The cause of explant was due to calcification from structural deterioration.

Manufacturer narrative:
Additional information: b5 field: updated description. B7: chf, mitral stenosis, as of tavr valve, cad, 23 mm s3 tavr on (B)(6) 2016. F10 device code: changed from ¿3190¿ to ¿1077¿. Additional information: review of medical records revealed that approximately three years after tavr, the patient was referred for surgical evaluation of severe aortic stenosis of the s3 aortic stenosis (as) of tavr valve, severe mitral stenosis (ms) and cad. He underwent a tavr with a 23mm sapien 3 valve for severe calcified as. Since then, he had progressively worsening fatigue and sob. Transaortic pressures have increased from moderate to severe as. He had a trial of anticoagulation for presumed thrombus on tavr valve, but the symptoms worsened and now the tavr leaflets are stiff and calcified. After extensive evaluation and medical optimization, the decision was made to perform an mvr, redo avr and CABG (lima to lad) procedure during the same operation. After doing the CABG procedure, the 23mm s3 valve was explanted and replaced with a 21mm aortic surgical valve. Per the surgeon¿s findings, the tavr valve was calcified with immobile leaflets. There was severe as due to structural valve deterioration due to calcification of all three leaflets. Small aortic annulus. A 29mm sapien 3 valve was implanted in the mitral position. Post deployment there was good av and mv function, no mitral pvl and no aortic pvl.  The patient was transferred to the recovery room in stable condition. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the information provided, the root cause for the valve degeneration proximally 3 years post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities (history of chronic kidney disease with esrd on hemodialysis and hyperparathyroidism) and/or pre-existing valvular disease process severe calcification of aortic and mitral valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). The investigation is ongoing.

Event description:
As reported by a field clinical specialist, a 23 mm sapien 3 valve was implanted in the aortic position via transfemoral approach with a commander delivery system through an esheath. Approximately three years post implant the valve was explanted. The cause of explant is unknown.